Manufacturer narrative:
After internal review, h3 has been corrected.

Manufacturer narrative:
Investigation found a tear in the exposed portion of the soft cannula. Fluid diverted through the tear upon manual rotation of the ratchet gear. Although the cannula was damaged, the timing and cause of the damage are unknown. The patient history buffer files showed the algorithm was functioning as intended, correctly responding to continuous glucose monitor inputs. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.3 hardware: iphone16.2 cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours on the leg. No specific treatment information was provided. The device was originally reported for not sure delivering insulin.